Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level near the time of the incident was 120 mg/dl. During troubleshooting, the customer was unable to get the display to return and was instructed to let the device rest for two hours. During a follow up call, the customer stated that the issue was still not resolved after the pump rest. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Power connector properly connected. Device was received with minor scratched lcd window, scratched case and pillowing keypad overlay.